Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the pressure test with consistent pressure readings of 24 psi during preventive maintenance testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found in specification in relation to the reported symptom, will not pass the pressure test, which was not reproduced or confirmed. The device passed all testing in relation to the reported symptom, and was found to operate within specification in relation to downstream occlusion detection. There was no component identified for causality. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-09561 can be removed from the FDA database.